Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that the keypad buttons were unresponsive when she attempted to give a bolus. She removed the battery to reboot, and upon rebooting, the pump displayed the verify screen but the pt could not get past the verify screen as the ok, up arrow, and down arrow keypad buttons were unresponsive. The pt stated that the up arrow has been intermittently responsive for the past several weeks leading up to the incident. The pt confirmed that the up arrow, down arrow, and ok keypad buttons do not spring back when pressed, but stated that the contrast button is still working properly. The pt noted that she was connected to the pump while in the hot tub last night, but stated that the pump was on the edge of the tub and was not submerged in the water. She confirmed that there are no signs of moisture or corrosion in the battery compartment.